Event description:
Caller states she found the customer confused with a blood glucose result around 90 mg/dl on the aviva plus system. Paramedics were called and he tested 35 or 40 mg/dl on the professional meter. The timeframe between the customer's result and the paramedics result is not known. The customer was treated with IV "sugar" and his symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.